Event description:
It was reported that the atrial lead had dislodged. The patient underwent the surgery to cap the lead and a new lead was implanted successfully. No further information was available.